Manufacturer narrative:
The insulin pump was received with constant motion sensor test failure error alarm during the rewind test. The functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test could not be performed due to the error alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device also had a minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that the insulin pump a had motion sensor test failure alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The insulin pump failed the displacement test and the customer would receive the alarm when trying to rewind. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.